Event description:
A customer reported experiencing a temperature alarm 11 with their pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer was using a third-party charging supply, which was not recommended by tandem, and they acknowledged this upon being informed. The pump resumed insulin delivery temporarily but encountered the same issue the following day. Technical support initiated a return merchandise authorization (RMA) for the pump and planned to send a goodwill supply of tandem chargers. The customer was advised to contact their healthcare provider for backup insulin therapy, as none was available at the time. Instructions were provided on returning the pump and putting it into storage mode. The customer understood and acknowledged all guidance provided.